Manufacturer narrative:
Investigation still pending. A supplemental medwatch will be submitted when additional info becomes available. This event is related to medwatch report #8010762-2014-01067 and 8010762-2014-01087. Additional information provided - a hls adult tubing set was used for a child, which is not foreseen for use in children .

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The complaint sample was not returned and therefore no evaluation was performed.

Event description:
It was reported that during a ecls (extracorporeal life support) run, blood flow was steady at 2.2 liters/minutes. Hemolysis was observed during the entire treatment. The first oxygenator displayed hemolysis and was changed out. The second device was exchanged due to clotting. The third device displayed hemolysis and was also exchanged. It was also reported that when heparin was significantly low due to blood complications, there were issues with oxygenation and ventilation. (B)(4).